Manufacturer narrative:
Concomitant medical products: product ID: 3037,serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient. Product ID: 3093-28, lot# v527946, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient wanted to know why they sometimes got a jolt or sometimes their implantable neurostimulator (ins) turned off when passing through areas with high security features. The patient did not have trouble with court security as they patted the patient down after wanding their pockets. It was noted that the patient worked for the court system. The patient had the slightest bit of problem at a specific museum where they didn¿t have their registration card ready and had to find it. It was noted that the patient was going in for a tune up next month and would see their general practitioner and would see another specialist if they needed to. The patient was not having any problems and the device had been very good to them. It was noted that the patient did not like using pull ups and pads in the bed.